Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. This ICD remains in service.